Manufacturer narrative:
Concomitant medical products: mapping catheter 990063-020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a completed cryoablation procedure while in the recovery room, the patient had a stroke. The patient was unable to speak and had right-sided paralysis. A computerized tomography (CT) scan and thrombectomy was performed. No further patient complications have been reported as a result of this event.